Manufacturer narrative:
(B)(4) - the serial number for the rvl wheelchair indicates that this is an invacare (B)(4) manufactured product. The wheelchair is actually manufactured by an invacare owned manufacturer, (B)(4), who will be notified of the complaint. This report is being filed under (B)(4) FDA registration number.

Event description:
Per tbm the caster fork hardware on a rvl wheelchair is stripped.